Event description:
It was reported that during inspection for use the colonovideoscope experienced no image and error e315. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Scope was tested several times and was determined by field service engineer to be defective after exhausted all troubleshooting on-site. The customer informed tac of the event. The device will be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.